Event description:
It was reported that the wake button was sometimes unresponsive and other times required multiple, forceful presses to activate display. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) was reportedly above 500 mg/dl. Customer delivered correction bolus in order to lower bg. The customer continued to use the pump for insulin therapy while plugged into a power source.